Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a procedure, when the surgeon was torquing the lcck screw, the head snapped off. The screw broke just above the threads. The broken part was left in the patient. The surgeon had everything cemented in and would have to rip out the tibia to put in a new one. The surgeon was left with no choice but put in a standard lps poly vs using lcck poly he wanted to use since the screw broke.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned locking screw identified a fracture at the distal threaded tip. Fracture analysis demonstrated that the screw fractured due to torsional overload. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.